Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd product erroneous results are being obtained that are not consistent with patient clinical conditions. No patient injuries were reported. The following information was provided by the initial reporter: survey response stating unexpected and/or unexplained clinical or qc results and results that are not consistent with the patient¿s clinical condition. 1. What result did the customer obtain from the bd product? Unknown 2. What result was the customer expecting to obtain (if different from the obtained result) results that were consistent with patient clinical condition.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd product erroneous results are being obtained that are not consistent with patient clinical conditions. No patient injuries were reported. The following information was provided by the initial reporter: survey response stating unexpected and/or unexplained clinical or qc results and results that are not consistent with the patient¿s clinical condition. What result did the customer obtain from the bd product? Unknown. What result was the customer expecting to obtain (if different from the obtained result) results that were consistent with patient clinical condition.